Event description:
During a thoracoscopic lung resection procedure, the instrument did not fire. The approx lever broke. The surgeon applied another device without pt injury.

Manufacturer narrative:
4/21/97-supplemental report #1 submitted to FDA.